Event description:
The customer reported that one bedside monitor (bsm) was in communication loss (comm loss) at the central nurse's station and the remote nurse's station (rns). There was no patient injury reported.

Manufacturer narrative:
The customer reported that one bedside monitor (bsm) was in communication loss (comm loss) at the central nurse's station and the remote nurse's station (rns). Technical support (ts) troubleshot the reported issue for a while with no results. The customer will send in the unit to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the bsm: rns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Concomitant medical device: the following device was used in conjunction with the bsm: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Manufacturer narrative:
Details of complaint: the customer reported that one bedside monitor (bsm) was in communication loss (comm loss) at the central nurse's station and the remote nurse's station (rns). Techical support (ts) troubleshot the reported issue for a while with no results. The customer will send in the unit to be repaired. There was no patient injury reported. Investigation summary: during troubleshooting with nk tech support, all network settings on patient monitoring systems were verified to be correct. The customer reported later that they were able to resolve the issue of communication loss but did not provide details regarding the resolution. Root cause cannot be determined. As the customer was able to resolve the issue without nk assistance, it is unlikely that the communication occurred due to an nk device malfunction. The root cause is likely related to hospital network environment. As the customer was able to resolve the issue, no further action is warranted. The following fields are not applicable (na) to this report: b2, d4 lot # & expiration date, d6a & d6b, d7b f1 - f14, g4 device bla number, g5, g7, h2, h7, h9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Manufacturer references # (B)(6) - 131619 follow up 001.

Event description:
The customer reported that one bedside monitor (bsm) was in communication loss (comm loss) at the central nurse's station and the remote nurse's station (rns). There was no patient injury reported.